Event description:
An over infusion occurred. Pump was set to deliver 500 mls at a rate of 20 ml/hr. The bag was empty in approx one and a half hrs.

Manufacturer narrative:
MFR rpt date 8/22/97. Only the latch mechanism of the pump was returned. It was determined that the latch was broken. The facility stated that the pump had been dropped and not checked by biomed. The underside of the component showed residue from chemical attach resulting in a brittle fracture of the glass fill polycarbonate and/or impact from the pump being dropped. It was also rpt'd that the latch had not been manually closed-the door was used to close the latch. The correct set loading procedure should be followed per the directions for use (page 9) which states "close the mechanism by pushing the orange latch to the left. Verify that the tubing is fully within the mechanism and the air in line detector. Do not use the door to close the orange latch." The MFR has implemented a label instructing the user on the proper loading of the IV set with a warning that misloading the set may result in a freeflow condition. As a result of instrument wear or improper maintenance, the mechanism gap may narrow. If this should occur, it may be difficult to correctly install the IV tubing, which may result in an overinfusion. A safety alert, dated april 11, 1997, was mailed instructing the user to: a) measure the mechanism gap. B) replace the follower housing assembly if necessary. C) ensure that the set is correctly loaded into the pump mechanism. The MFR requested pt info from the user. No pt info was available.